Event description:
It was alleged that during use on a patient the pump changed rate from 39cc/hr. It was reported that the pump was alarming when the nurse noted the event. There was no reported patient consequence.